Event description:
A surgeon reported that a pt experienced a torn capsule due to the phacoemulsification (phaco) not being properly printed during a laser cataract procedure on the right eye. A vitrectomy was performed to remove all of the fragmented pieces. The surgeon was having difficulty visualizing the fragments due to pupil construction, and the iris was drawn into the phaco tip damaging the iris on two occasions during the procedure. The surgeon was able to place an intraocular lens (iol) in the sulcus, however the lens was placed upside down. Additional info was received from the surgeon advising that she was not sure if the lens is upside down, partially in the sulcus or partially in the bag. She has not been able to conduct a postoperative exam as this pt is diabetic and has had a vitreous hemorrhage. The pt is currently seeing a retina specialist and had not been able to return for follow up.

Manufacturer narrative:
The customer stated that the handpiece was not primed properly, and had to be re-primed to correct the issue. In between this time, it was reported by the customer that a posterior capsule (pc) tear occurred and then associated this with a priming issue. However, the system will not proceed with surgical models without proper priming and tubing on both the cassette and connected handpiece. No details on the pc tear and how it occurred were given. It was also reported by the customer that there was iris trauma. Per the customer, this occurred when the surgeon accidentally grabbed it with the phaco tip, which resulted in further pupil constriction. The customer did not request service for the system. There was no sample returned for evaluation and no additional info provided related to this event for this reason, steps could not be taken to replicate or confirm the reported event. The root cause of the reported priming issue and pc tear cannot be determined conclusively. The root cause of the reported iris trauma was due to the surgeon accidentally grabbing it with the phaco tip. The system operator's manual contains instructions for proper prime and setup. The user interface also prompts the user through all the steps required to prime and tune the phaco handpiece appropriately. The operators manual also stated the following warning(s): if the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Director energy toward non-lens material, such as iris or capsule, may cause mechanical and/or thermal tissue damage. Poor clinical performance will result if tip is not secure tightly to the handpiece. When filling handpiece test chamber, if stream of fluid is weak or absent, good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. (B)(4).